Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The system cable was reconnected. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system halted and had a system communication error. No pt injury was reported.